Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced changes in heart rhythm and bradycardia. It was also noticed that the leadless implantable pulse generator (ipg) exhibited pacing issue. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.